Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the "device's handgun appeared noisy and heat." No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515047500, lot number 63575209, identified no relevant deviations or anomalies. Product examination found that gear teeth had been stripped and the motor no longer operated the pump properly. This complaint is confirmed. The root cause of the pulsavac not functioning properly is that some of the gear teeth were stripped inside the handpiece. However, it cannot be specifically determined how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.